Event description:
Caller reported that the insulin gauge displayed an amount different than expected on a previous day, with the discrepancy showing 0 units while the expected fill estimate was 160 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and agreed to receive an email with links to cartridge load resources. Tandem technical support advised the caller to contact them again for troubleshooting if the issue recurs.